Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture/abrasion". Additional information states the iab was removed. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00401.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 5/23/24 should be retracted. Please see MDR# 3010532612-2024-00401 for the corrected and full report.

Event description:
It was reported "iab rupture/abrasion". Additional information states the iab was removed. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00401.